Event description:
It was reported that the cadd pump was not functioning properly and that no alarm was triggered. A patient had a pca oxycodone infusion, and the patient used the pca multiple times but continued to appear to be in pain. Although the pump display showed a reduction in reservoir volume and an increase in the delivered dose count, no medication appeared to have been administered, as the volume in the bottle remained unchanged. It was subsequently noted that no air inlet needle had been inserted into the medication bottle. There was reported patient involvement and no reported harm.

Manufacturer narrative:
(B)(6). B3: unknown; no information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.